Event description:
Ous MDR - after releasing half of the stent, the trigger did not work anymore. Therefore the secondary release mechanism was successfully used but it was noticed that the pulsar-18 stent was stretched a little bit. Another stent was deployed at the same location and the stretched stent remained insitu.

Manufacturer narrative:
The technical investigation of the returned stent system revealed that the outer shaft has been retracted by about 16.3 cm and is slightly bent at its distal end. The distance between the inner edges of the stent stoppers was measured and is within specifications. The reported releasing difficulties could not be reconstructed. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. It seems likely that the reported event is related to the handling of the device. Any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation.